Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a tracheal stent placement procedure performed on (B)(6), 2010. According to the complainant, while preparing the stent for use, the physician thought that the stent "looked longer than it should be" and longer than the packet stated. He did not feel comfortable using the stent as he feared that it was too long and could effect the patient's vocal chords. The procedure was completed with a different device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) (stent - wrong size). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully crocheted on to the delivery system and no issues were noted with its profile. The outer pouch and the inner pouch were also returned. The batch number on the delivery system was 13152620 which corresponded with the batch on the outer pouch. However, the details on the inner pouch label did not correspond with those on the outer pouch label. The batch detailed on the inner pouch label was 13133428 and the product description was upc/16-6/16/95,4.5cm cover. The label on the inner pouch indicated that the stent size was 16mm x 60mm and the label on the outer pouch indicated that the stent was 18mm x 80mm. This explains why the physician thought that the stent was longer than what was stated on the package. A ship history was completed and found that this customer received a unit of both batch 13152620 and batch 13133428 on the (B)(6) 2010. An investigation into this issue by manufacturing quality found no issues with the manufacturing documentation. The two batches in question were not being processed or packaged at the same time and therefore there is no possibility that the batches were mixed up prior to shipment. As the customer received units for the batch on the outer pouch label and for the batch on the inner pouch label and there was no potential identified for a product mix up to occur during the manufacture of the device, the most probable cause of the outer pouch and device being from a different batch than indicated on the inner pouch is due to a product mix up at the hospital. The most probable root cause classification of this investigation is handling damage. This is defined as a complaint that was caused by handling of the device without patient contact either during the clinical procedure or unpacking/preparation. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a tracheal stent placement procedure performed on (B)(6), 2010. According to the complainant, while preparing the stent for use, the physician thought that the stent "looked longer than it should be" and longer than the packet stated. He did not feel comfortable using the stent as he feared that it was too long and could effect the patient's vocal chords. The procedure was completed with a different device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.